Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged to have headaches and pustules on their face. The patient was under the care of a dermatologist and was given creams. The device was returned to the manufacturer's quality product investigation laboratory for further investigation. The device was visually inspected and found evidence of minor dust, fiber contamination, and a cosmetic black mark on the enclosure of the device. Power was applied to the device and airflow was verified. The device log showed 1 continue-level error and one reboot error logged. The device was then inspected internally by the manufacturer. The manufacturer observed dust and fiber contamination on the blower impeller and interior of all enclosure. The manufacturer also observed a small amount of material consistent with degraded sound abatement foam. The manufacturer found no portions of the sound abatement foam in the air intake channel to appear degraded.